Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported that during cataract surgery a pt sustained a corneal burn. The following day the surgeon indicated that the pt was in the process of normal healing. Add'l info received via returned questionnaire indicates that at the beginning of the case the tip was introduced to begin sculpting and the surgeon observed a white cloud. The surgeon released the foot pedal and then stepped on the pedal again, thinking the occlusion was cleared. The tip was still occluded and a corneal burn occurred. The questionnaire indicated that the phaco tip is a generic one and the tip was reused. The surgery was completed and the intraocular lens was implanted. An unk number of sutures were placed. The pt has an unspecified amount of astigmatism and the prognosis is not known.